Event description:
Philips received a complaint on the efficia dfm100 indicating that the device does not boot properly. The biomedical engineer worked with the rse. The device needs a processor printed circuit assembly (pca). The processor pca being sent to biomedical engineer for installation. No further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.